Manufacturer narrative:
The ca2 reagent lot number was 74418501 with an expiration date of 30-nov-2024. The customer also had calibration and qc issues. The instrument¿s rinse stations were fully retubed. Afterward, qc and patient results were acceptable. The investigation determined the event was due to an issue with the rinse station tubing.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for calcium gen. 2 (ca2) on a cobas 8000 c 702 module. Note: the unit of measure was not provided. Patient 1 initial result was 3.169. The repeat result was 2.46. Patient 2 initial result was 3.00. The repeat result was 2.308. Patient 3 initial result was 3.09. The repeat result was 2.432.